Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 5.0mm x 40mm x 40cm (4f) fg sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.